Event description:
Per email: inbound. Patient states he had the no disposable alarm with his pump and cassette, but was able to switch pumps and everything was fine. Patient states he reported this before and is just calling back with the lot number. Lot 4196398, expiration 09/21/2026. No further details provided. No injury.